Event description:
It was reported that the pca device administered 6 doses of medication when only 3 were intended. The patient was monitored but there was no significant impact.

Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number: (B)(4).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pca device administered 6 doses of medication when only 3 were intended. The patient was monitored but there was no significant impact.